Event description:
It was reported that the patient returned to the ICU from a procedure. The respiratory therapist put the patient on the ventilator but did not press the "activate ventilation" button and then left the room. Several minutes later the nurses noticed the problem. The patient was removed from the ventilator and ventilated with an ambu bag. The patient was coded and did not survive the incident. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility who reported the incident did not request service. They have stated that there was no ventilator malfunction that caused the incident. No complete ventilator logs were provided, only a file in txt-format which confirms the reported event. The ventilator was left in standby mode after connection to the patient and ventilation was not started. This was the cause of the event and it is attributed to user error. There was no ventilator malfunction at the time of the event. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented.

Event description:
Manufacturer's ref #: (B)(4).